Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 370 mg/dl, 170 mg/dl, and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which was found by the peritoneal dialysis (pd) nurse while downloading the home patient's (hp) procard. The baxter technical service representative (tsr) explained the meaning of the alarm. The tsr advised the pd nurse to instruct the hp to call when the alarm occurs. The sample was discarded. Proper procedures per the user manual were reviewed with the rn. Product surveillance contacted the pd nurse regarding the reported problem. The pd nurse stated she spoke to both the patient and his son and instructed the patient to call the baxter 800 number as well as the dialysis center whenever he receives a system error 2240 alarm. The sample was discarded and there was no injury or medical intervention. The home patient is continuing therapy on the cycler with no further issues.